Manufacturer narrative:
Additional review determined the patient code is also related to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine 10mg/ml for a total dose of 1.550mg/day via an implantable pump for spinal pain. It was reported patient was wondering if doing a drug test would show that patient has morphine in their system since that was the drug in the pump. It was noted that the drug test came back negative so now patient was wondering if the pump was working. Patient was redirected to healthcare professional (hcp). Patient experienced return of excruciating pain. It was noted as a gradual change in therapy/symptoms. It was noted patient has had no trauma or falls. Patient reported pump was alarming. It was stated that patient went to emergency room and they did a scan and the patient stated the scan was "unable to reveal due to absence of contrast in the intrathecal space." Event date was (B)(6) 2017. Patient noted the end of (B)(6). It was noted there was no out of box failure and that there was not a medical/therapy problem related to small components product. Due to it being medical in nature patient was redirected to hcp. No further complications were reported/anticipated.